Event description:
It was reported that pump generated occlusion alarms identified as alarm 2 followed by alarm 26 earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge to resolve the blockage. Customer resumed pump therapy.